Event description:
The recipient will reportedly undergo revision surgery due to the electrode position. The recipient is presenting with dizziness and sound quality issues.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, a migrated electrode ground ring, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The electrode array was discovered to be out of the cochlea. The recipient was reimplanted with another advanced bionics cochlear device.